Event description:
Procedure type: lap hernia repair. Patient gender: male. According to the reporter: a pin came out of the device and fell onto the sterile field. There was no report of pieces falling into the cavity or impacting the pt. The incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.